Event description:
Additional information submitted by a nurse for the user facility indicates that the event was not related to the intraocular lens (iol). The iol did not come into contact with the pt. The capsular bag broke and a larger lens had to be used.

Event description:
A user facility reported a torn capsular bag. More info is being sought.